Manufacturer narrative:
H3: analysis of the product ID 37751 serial# (B)(6) , revealed damaged connector with bent pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller said the desktop charger (dtc) power cord is not plugging into the recharger anymore. Caller said the arrows line up, but it doesn't want to plug in or charge the recharger. Caller also said the neurostimulator rechargers battery is almost dead. Agent had caller reset the device, but nothing powers on and the charger is almost dead. The issue was not resolved through troubleshooting and the recharger was still depleted and not showing actively charging. An email was sent to the repair department.